Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a kink was detected 5.8 cm from the distal tip. The device did not meet the curve reference specification, but did meet the planarity specification. The results of the investigation determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is kink and improper curve as a result of mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: ep catheters should be used only by or under the supervision of an appropriately trained physician using proper procedures and techniques. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Prior to use, inspect the package. Do not use if the package is damaged or open. When manipulating the tip of the catheter, always use fluoroscopy. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device was faulty as the curve and deflection were not good. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.